Manufacturer narrative:
The device's serial number was not provided to ventec. As a result, section d4 (model #, catalog #, serial # and primary UDI number) are all "unknown". Additionally, section h4 device mfg date is also "unknown" and shall be left blank. The device was not returned to ventec for evaluation. A ventec ventilation product specialist was able to speak to the facility's chief nursing officer who provided him with the ventilator settings, as well as the alarms that they had set. The chief nursing officer advised ventec that they had the patient circuit disconnect set at the higher setting of 75-175 (l/min) vs the lower setting up to 75 (l/m). Ventec recommends the lower setting of 75 (l/min) for invasive patients to ensure the alarm is sensitive enough to detect disconnects and most decannulations. Additionally, the chief nursing officer confirmed that they did not have secondary alarms set (for example low minute volume or low inspiratory pressure). The vocsn clinical and technical manual advises the following [p.106]: "warning: the vocsn clinician is responsible for setting alarm limits appropriately for each patient condition. Do not set alarm limits to values that render the alarm system useless. Failure to set alarm limit values appropriately for the patient condition may result in patient harm." The vocsn clinical and technical manual further advises the following [p. 114]: "note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected." Based on the information available, ventec has determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the ventilator did not alarm as expected when the patient circuit had become partially disconnected from the device. There was patient involvement associated with the reported issue. The reporter did not provide ventec with the patient outcome or any further details about the patient or event. Ventec is reporting this event out of an abundance of caution.